Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed.there is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Per the senior author, none of the complications were implant related and were as the article implied, procedure related. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.case-2020-00014789-1

Event description:
It was reported that revision surgery was performed due to ruptured of the quads tendon. Liner was exchanged.